Event description:
It was reported that the patient presented with shortness of breath and dyspnea. It was noted there was a polarity switch and high impedance on the right ventricular (rv) lead. The right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.